Event description:
The following info was provided by the cook area representative based on comments made by the user: during placement of a cook flow 20 percutaneous endoscopic gastrostomy tube, the nurse began to pull the tube through the incision and it would not advance. The tube appeared to be stuck. The nurse and physician had to re-cut the incision. The procedure was completed with this device and there was no harm to the pt. This happened on two (2) separate occasions during the same week. See mdrs 1037905-2012-00118 and 1037905-2012-00119. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: difficulty pushing the dilating tip of the feeding tube through the abdominal wall can occur if the incision through the skin is less than 1cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube is being advanced into position over the wire guide. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences related to difficulty pulling the tube through the incision site. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.